Manufacturer narrative:
Product analysis summary: the device returned with deformation evident to the on-ramp ¿ push member material bond. No deformation was evident to the push member. Deformation was evident to the on-ramp. Deformation was evident to the entry port. No deformation was evident to the coils of the device or the distal tip. The inner lumen was verified to 0.0540 inches, no resistance was encountered when passing a patency ball through the lumen of the device. No deformation was evident to the remainder of the device. Image analysis summary: four images returned for analysis: photo 1: image shows damage to the on-ramp of the entry port. The deformation shown appears to show a tear to the material along the push-member. Photo 2: device appears to be coiled, from the image a dark, blood like substance appears visible in the inner lumen of the telescope device. Photo 3: image shows the hub of the 6f telescope device. The letters mp have been written on the shelf carton. Photo 4: image shows the label on the outside of the shelf carton. Along the diagram of the device, the account have illustrated the area of the device that ¿came off¿, this suggesting that the section distal to the proximal marker band was damaged also, although this cannot be seen in the other images of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6fr telescope guide extension catheter was used during a procedure to treat a lesion with a non medtronic ablation catheter. It was reported that there was damaged noted to the body of the catheter at the entry port. It appeared that the catheter body had lifted away at entry port entrance causing a ¿flap¿, when used at same time with shockwave catheter. An image provided indicates a partial separation of the catheter from the push wire. There was no patient injury reported.